Event description:
It was reported that the pt experienced a (B)(6) infection after their first neurostimulator device was implanted, so the device had to be taken out, and the pt was placed on antibiotics and pain meds. The pt has multiple health issues unrelated to the device. Please reference manufacturer report #3004209178201100825.

Manufacturer narrative:
(B)(4).